Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.

Event description:
It was reported that the lead implanted on (B)(6) 2017 gradually developed noise. The patient was remotely monitored via merlin.net transmission. On (B)(6) 2018, inappropriate shock therapy likely due to noise was aborted due to activation of over current detection in association with low high voltage lead impedance (hvli). No intervention was performed. Patient was stable.